Manufacturer narrative:
The product involved in the report was not returned for evaluation. A customer complaint was received on the cautery w/smoke tubing, item number 5311356. A supplier corrective action request) was submitted to covidian who assembles this component. The root cause of the failure was not identified. According to covidian, there has been no change to the specifications or the supplier. Their investigation also revealed that there has not been a reported occurrence for the same issue during the past 5 years. Without additional information on the actual use and additional manufacturing steps; i.e. Placement of the sponge with ring and the forces the ring endured during the kitting and packaging process, they are unable to determine a root cause. The incident was also investigated at avid, who does the kitting of this component into their kits and there were no anomalies found in the kitting process as it followed normal procedures and inspections. All information reasonably known as of 26aug2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avid medical complaint database as complaint # (B)(4) and the o&m halyard adverse event assessment process as record ch-dt-2021-a1-35.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 18june2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avid medical complaint database as complaint (B)(4)and the o&m halyard adverse event assessment process as record (B)(4).

Event description:
Complaint # (B)(4) cautery piece broke off during surgical procedure. This is the 3rd incident that occurred with the bovie. The broken cautery did not fall into the surgical site. It did not increase surgery time. The nursing team had to replace the bovie. Avid medical received a complaint on 06/08/2021, stating that while using the bovie suction, the suction piece broke off during the procedure. The customer stated that the bovie functioned well during most of the case, but failed after several hours. No patient injury was reported.